Event description:
It was reported that during an unk surgical procedure performed by a ligamax device did not function as intended. During the procedure, when attempting to apply and clamp the titanium clip, the device did not close properly. The clip failed to fully close, which prevented adequate clamping. The issue occurred during the surgical procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2026 d4: batch # a98m9d attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.